Event description:
The user facility in (B)(6) reported at the beginning of the vitrectomy surgery the cutter would not cut. No pt injury was reported.

Manufacturer narrative:
Eval completed. One 23g vitrectomy cutter was returned in an opened bl5623 pouches from lot u9434. The tip protector was not returned. The needle was not bent. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The inner needle does not enter the port window at any cut rate. The cutter cannot cut. However, it did aspirate. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2, see 1920664-2013-00345.